Manufacturer narrative:
H6: investigation summary; bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 20 unspecified bd q-syte¿ sets had slow flow rates, and 10 sets had occluded flow. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of flow rate slow (20) and flow rate occluded (10)."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 20 unspecified bd q-syte¿ sets had slow flow rates, and 10 sets had occluded flow. The following information was provided by the initial reporter: "it was reported via post market survey that there were occurrences of flow rate slow (20) and flow rate occluded (10)."